Manufacturer narrative:
E1 and f3 -(B)(6). Use error complaints are considered foreseen misuse. It is unknown how the device will perform outside of instructions for use and/or labelling requirements. The user has not complied with the requirements of the IFU and/label. Trending will monitor if any future investigation is required. Device evaluation: the device evaluation for the echo-hd-3-20-c device was not returned for evaluation. With the information provided, a document-based investigation was conducted. Manufacturing records review: prior to distribution all devices are subjected to a visual inspection and functional inspection to ensure device integrity. A review of the manufacturing records did not reveal any discrepancies that could have contributed to this complaint issue. Historical data review: not applicable for use error complaints as per (B)(4) - table 1 - investigation requirements instructions for use and/label review: the notes section of the instructions for use (ifu0077), which accompanies this device instructs the user to inspect the device prior to use: "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use¿. The user is instructed in the precautions section to "ensure the stylet is fully inserted when advancing the needle into the biopsy site. When targeting multiple sites, replace device for each site. " there is evidence to suggest that the customer did not follow the instructions for use, as per additional information provided the stylet was partially removed when advancing the needle into the target site. Image review: an image was not returned for evaluation. Root cause analysis: a definitive root cause has been established. The user did not comply with the requirements outlined in the instructions for use (IFU) and labeling. Based on the additional information provided, the stylet was partially removed while advancing the needle into the target site. As the stylet provides structural support to the needle during puncture, its partial removal likely contributed to the reported issue, including distal needle damage and difficulty during retraction. It is unknown how the device will perform outside of instructions for use and/or labelling requirements. Confirmation of complaint: complaint is confirmed based on customer and/or rep testimony. Corrective action/correction: complaints of this nature will continue to be monitored for similar events. Summary of investigation: according to the additional information received, needle cannot be advanced confirmed quantity, 1 device was confirmed used. According to the initial reporter, no adverse effects on patient reported.

Event description:
The patient underwent ultrasound-guided puncture, and the punctured tissue was sent for pathology or cytology to determine the tumor's nature. However, it was discovered that the puncture needle could not be advanced out of sheath, making further procedures impossible. A new needle was used for the puncture. No harm to patient. If the report involves a kink, bend, or break in the needle, where is this located on the device (handle end(proximal end) or patient end (distal end))? - patient end. Please describe the location in the body for the intended target site: - pancreas. Was gaining access to the target site difficult? - no. Was puncture of the targeted site difficult? - no. Was force required on insertion of device into scope? - no. Was resistance felt while inserting the device through the scope? - no. What is the scope manufacturer and model number that was used? - olympus. Was the scope recently service/repaired? - no. Was the endoscope in a flexed or twisted position at any time during the procedure? - no. Was the stylet partially removed when advancing the needle into the target site? - yes. Was the device used in a tortuous position? - no. Are images of the device or procedure available? - no. How many samples were obtained (passes completed) with this needle? - 2. Did any section of the device detach inside the patient? - no. Was difficulty experienced while retracting the needle? - yes. Was it possible to be fully retract before removing the needle from the patient? - no. If an ebus procedure, did the needle tip hit the cartilage rings of the trachea? - no.